Event description:
Pt in distress trying to breath through tube. Tube irrigated and suctioned but unable to clear tube. Pt extubated so he could breath. Model: 6.0 isis teleflex isis hvt ref: (B)(4); 7.0 isis teleflex isis hvt ref: (B)(4); 7.5 isis teleflex isis hvt ref: (B)(4); 8.0 isis teleflex isis hvt ref: (B)(4). Model: 6.0 isis teleflex isis hvt with stylet ref: (B)(4); 7.0 isis teleflex isis hvt with stylet ref: (B)(4); 7.5 isis teleflex isis hvt with stylet ref: (B)(4); 8.0 isis teleflex isis hvt with stylet ref: (B)(4).